Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received inappropriate hv therapy due to ventricular noise. The lead was capped and replaced. The patient's condition is fine after the event.

Manufacturer narrative:
New information reported that the lead broke during revision.

Event description:
New information reported that the lead broke during revision.